Manufacturer narrative:
The astral device was returned to a third-party service center for evaluation. The main circuit board will be replaced to address the issue. The device will be tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient involvement reported.